Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of non-sustained right ventricular oversensing and failure to capture were observed on the device. Device reprogramming is anticipated to be performed to resolve the event. No intervention has been performed at this time. The patient was stable with no consequences.